Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor applicator removal, sensor wire remained in applicator. At the time of the call with dexcom technical support, no injuries or medical intervention was reported.